Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system on this patient has recorded a high pacing threshold alert, for higher than programmed on this right ventricular (rv) lead. The threshold has been variable during the last 4 months. There is no evidence of loss of capture (loc). Technical services (ts) discussed the trend may not be optimal for this patient. Furthermore, the patient will be check in the clinic. This crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).